Event description:
The customer's mother called to report that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 599 mg/dl. The customer also experienced nausea, fever, headaches and vomiting prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was one hour off. Found multiple no delivery alarms in the history. The mother stated that the customer doesn't always bolus to cover for meals or high blood glucose levels. The insulin pump passed the prime test, but failed the high pressure test due to a leak found at the tubing connection. After installing a new reservoir and infusion set, the insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.